Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The initial reported event of a defective lead was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic and consequential damages due to the 'defective' implanted lead. It was further reported the right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.